Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6)2022 resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-06646. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. In turn, surgical intervention may take place on a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Event date is an estimate.